Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the physician used the n'vision programmer and deleted the logs. The manufacturer representative won¿t be able to get the logs until the patient comes again for refill. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving morphine with a concentration of 10000 mcg/ml and daily dose of 5404 mcg/day via an implantable pump for an unknown indication for use. It was reported that a patient with a synchromed ii pump arrived with withdrawal syndrome to the clinic. It was further reported that the physician believes that the patient did not experienced real withdrawal symptoms. The patient claimed that the alarm was ringing the whole night. Upon pump interrogation with the programmer a blocked pump alert came out (service code 100). It was reported that no magnetic resonance imaging (MRI) was performed. It was reported that 20 minutes later a second interrogation of the pump gave the same result. It was reported that since the alarm rang all night it, the pump was probably stalled more than 2 hours. The manufacturing representative reported that they may be able to provide pump logs for review. It was reported that the motor stall was resolved as soon as the pump was updated without changing any information. The pump was updated and the pump was also interrogated the day after and it was working properly. They were not aware of any causes or contributing factors that led to the motor stall/withdrawal symptoms. The motor stall and withdrawal symptoms have been resolved. It was reported that the pump was not explanted. It was reported that the implant date of the pump was unknown, they didn't have this information when asked. It was reported that the substitution estimated by (B)(6) 2020. It was noted that the pump volume was 37,9 of 40ml. No further complications were reported and/or anticipated.